Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were sent to emergency room then admitted to hospital for high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 500 mg/dl during hospitalized. Customer's blood glucose at the time of call was 84 mg/dl. Customer was using insulin pump within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.